Event description:
Boston scientific received information that an alert for low atrial sensing around 0.3 millivolts was generated from the remote monitoring system. The health care professional stated that when the patient was in the clinic, the p waves were about or over 1.0 mv. Boston scientific technical services conveyed that the patient might have some variability, the graph showed that the majority are 1.0 mv or above with some few excursions below 1.0 mv. The patient will be monitored. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.